Manufacturer narrative:
Due to character limit in e1 event site address is no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was normal when it was turned on, but when it was ready to connect the balloon and other accessories, it showed that it could not be inflated normally.

Event description:
It was reported that during the equipment preparation stage cs100 intra-aortic balloon pump (iabp) was turned on, but when it was ready to connect the balloon and other accessories, it showed that it could not be inflated normally. The failure occurred during the equipment preparation stage and had not yet been used for treatment, so no harm was caused to the patient and is considering it as no patient involved.

Manufacturer narrative:
Updated field: b4; b5; b6; b7; d10; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusions, component codes, health effect ¿ impact codes; h11. Corrected fields: e1 event site telephone. Due to character restrictions in block e1. Full event site telephone is: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. After on-site investigation, the fse determined that there was a problem with the front panel (0380-00-0436) and informed the customer that it was required to be replaced to return to normal function. The customer obtained the parts and performed the repair themselves. They performed their one 5 day test without issue but was not done by getinge. The device was returned to normal use again not cleared by getinge but by the customers own engineer.

Manufacturer narrative:
Updated fields: b3, b4, d9, e1 initial reporter name, phone number, g1 contact person mfg site, g3, g6, h2, h3, h11. Corrected field: b5, b6, b7, h6 health effect clinical code and health effect impact code.

Event description:
It was reported that during the equipment preparation stage cs100 intra-aortic balloon pump (iabp) was turned on, but when it was ready to connect the balloon and other accessories, it showed that it could not be inflated normally. The failure occurred during the equipment preparation stage and had not yet been used for treatment, so no harm was caused to the patient.